Manufacturer narrative:
510k: this report is for screws - unknown lot; unknown part. UDI number is unknown. D6: unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2017 due to a non-union and broken plate. The patient was implanted with one (1) anterolateral distal tibia plate in the right tibia and one (1) 10mm cannulated tibia nail in the left tibia, and unknown number of screw on the both the left and right tibia in the month of (B)(6) 2017. The patient presented to the emergency room with pain in the leg on (B)(6) 2017. The surgeon brought him to surgery the following day for revision/repair non-unions. X-rays were taken and it was realized that the original plate was broken. Appeared to be non-infected hypertrophic non-unions. There were no inflammatory markers. All the hardware was successfully removed from the right tibia without any delay. The broken plate was removed and replaced with a non-locking medial plate as a medial strut, and placed a 3.5mm locking compression (lcp) anterolateral plate, with trinity and infuse. On the left the existing nail was removed and an exchange nail was implanted. The procedure was successfully completed with no surgical delay. No fragments were generated from the broken plate. The patient status was reported to fine. Concomitant device (s) reported: unknown locking screws (unknown part and lot number, unknown quantity). This complaint involves four (4) devices. This is report 4 of 4 for (B)(4). This report is for an unknown number of unknown screws.

Manufacturer narrative:
Customer quality reviewed the x-rays provided. The screws involved in the subject reported complaint condition were reported as being part of an adverse event, but according to x-ray review, did not sustain any damage or contribute to the complaint condition. Based on x-ray review it is not possible to confirm a non-union. As a conservative measure, since it was reported that the revision surgery occurred due to a non-union, it will be confirmed, but replication of the complaint condition is inapplicable. Also, it was reported that the patient was a smoker and vitamin d deficient, both of which could have contributed to the complaint condition. Since the parts were not returned a drawing review, dimensional check, and material testing could not be completed and since part/lot number were unavailable a DHR review could not be completed either. There is insufficient information to determine the part numbers or part family associated with the complaint record; therefore, a design and clinical risk management (dcrm) review is unable to be performed. If additional information becomes available this complaint action will be updated. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Therapy date is (B)(6) 2017; exact date is unknown. Device implanted in (B)(6) 2017, complainant device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.